Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the right external iliac artery. A 7.0x30x135cm express ld iliac / biliary stent was advanced to treat the lesion. However, the stent partially slipped off the balloon prior to deployment. The stent was deployed into the patient, post-dilatation was performed and the procedure was complete. No patient complications were reported and the patient's status was fine.